Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used; however, the next day, it was found that the polyglycolic acid (pga) plug was sandwiched between the blood vessels at the puncture site and half of the pga plug was contained in the blood vessel. The pga plug was surgically removed. An ipsilateral antegrade was made. The product was not returned for analysis. A product history review of lot 18014798 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug inaccurate placement intravascular¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the intravascular deployment since there was not report of sealant deployment issues. However, patient factors and handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation of risk ¿serious adverse events might result with the use of the exoseal¿ vcd in vessels not suitable for the use of the device. Avoid the use of exoseal¿ vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. With antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited. Neither the phr nor the information available for review suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a exoseal vascular closure device (vcd) was used; however, the next day, it was found that the polyglycolic acid (pga) plug was sandwiched between the blood vessels at the puncture site and half of the pga plug was contained in the blood vessel. The pga plug was surgically removed. An ipsilateral antegrade was made. The device will not be returned for evaluation.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot#18014798 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.